Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that there was an alleged inaccuracy during a kyphoplasty case. The reported inaccuracy was for 3mm medial on the right side of the spine. The site reported that cement was put in the spinal canals. It was noted that the surgeon did not report any inaccuracies on the left side of the patient, but when they moved to the right side, all three levels were medial by 3mm. The manufacturer representative reported that nothing moved during the procedure. It was also reported that there was no neurological impact. It was unknown if there was a delay to the procedure. There was no reported impact to patient outcome.

Manufacturer narrative:
Please see section a for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was a spinal fusion.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The full logs were not extracted as there were errors while extracting. Application logs were missing due to this extraction issue, however logs were not helpful in diagnosing inaccuracy issues. The archive had 2 o-arm exams with 192 slices each. As per the case description, the site reported an inaccuracy of 3 millimeters (mm) medial on the right side of the spine. However, there was insufficient information to determine root cause of reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but could not be detected in logfiles or archives. Codes: b01, c19, d15 h2) please see section d9 for when software was available for evaluation, section a for updated patient demographics, and section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no surgical delay and no impact to the patient's outcome.